Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiences low blood glucose (bg) levels in the mornings. Cause is unknown. Customer's blood glucose level was "low," exact value was not provided. Customer did not do anything to address low bg.